Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric banding. According to the rptr: the tip of the trocar broke off into the abdominal cavity. At the end of the case they saw the tip and were able to remove it. The case was completed without further incident. There was no report of unanticipated blood/tissue loss, or extended operating room time. No pt injury was reported.